Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have one (1) severely bent grip, causing them be misaligned. The grips were not found to be cracked. A clip cannot be properly loaded into the clip groove of the grip-tips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument was unable to deliver clip due to bent tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, the instrument was able to be loaded with a clip but was unable to deliver. The incident occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was related to an unsuccessful clip application. The medium-large hem-o-lok clip appliers were used. The vessel bundle was not greater than the specified diameter. The issue was resolved by using a back-up instrument. There are no photos or videos available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.